Manufacturer narrative:
Corrected data and additional information: section b - event date. Section d - explantation date; expiration date. Section f - importer event date awareness date; type of report. Section g - date received by manufacturer; type of report.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the lead implant site. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.